Manufacturer narrative:
Results, conclusions: stent deformation, lesion morphology ¿ 90% stenosis. (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to a lesion in the lad with 90% stenosis. The lesion was pre-dilated with spl12510x. It is reported that the alleged device could not pass the lesion. The device was inspected prior to use with no issues noted. The physician used a new device, of the same size, to complete the procedure. No patient complications were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the distal tip was flared. A number of struts were raised and deformed on the 8th proximal and the 5th distal segments. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).